Manufacturer narrative:
(B)(4). D10. Blunt tip screw, 4 x 46 mm item#: 47248604640, lot#: 3228022. Blunt tip screw 4 x 46 mm x2 item#: 47248604640, lot#: 3216554. Cortical bone screw 4 x 26 item#: 47248612640, lot#: 3216560. Cortical bone screw 4 x 26 item#: 47248612640, lot#: 3232079. Proximal humerus nail cap item#: 47248801002, lot#: 3203721. G2: foreign - event occurred in spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial right humeral affixus nail placement. Subsequently, approximately one year later, underwent nail removal due to nonunion of the right humeral transverse diaphyseal fracture. The nail was removed without complications, and a competitor 9-hole straight plate was implanted. Diligence is completed and no further information on the reported event has been provided.